Event description:
Surgeon inserting a portacath on right side of chest. Prepped with 0.25% marcaine and 0.5% lidocaine local & iodine skin prep. 1-2 minutes before the incision. Pt had high flow o2 on via face mask. Had sponge (dry on their chest). Surgeon made the 1st incision and was going to use the valleyab pencil to cauterize a bleed when there was a 1" arc and the lap sponge caught fire. The md immediately threw the sponge to the ground and stomped out the fire. It was the beginning of the procedure. - the pt's skin was examined prior to the surgery and no skin lesions were noted. Following the procedure, a skin lesion was noted on the right shoulder that was of triangular shape about 25 cm x 1 cm; the tissue was reddened but not blistered or charred. It is clear that the esu was the ignition source for this fire and that the sponge was the combustible material but it was infiltrated with oxygen or a flammable material. The iodine, marcaine and lidocaine were found to be nonflammable. Therefore, oxygen is the most likely factor that would make the sponge ignite. The oxygen for the face mask is the only source identified. To better determine the most likely oxygen pathway from the mask to the sponge, co must have a better understanding of the draping methods as well as the sponge location(s) from the time it was unpackaged until the fire occurred. A more thorough discussion of this with the scrub nurse and surgeon is suggested.